Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain'), loss of consciousness ('passed out') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device use issue "essure inserted approximately a week after her second child was born". The patient's medical history included parity 2, pid pelvic inflammatory disease and cesarean section. Concurrent conditions included postpartum state, cervicitis and depressive disorder. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion hospitalization), 2 years 4 months after insertion of essure. In (B)(6) 2015, the patient experienced extrasystoles ("heart is skipping beats"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("distended abdomen"), feeling abnormal ("she has not been feeling good"), visual impairment ("impaired eye sight"), vision blurred ("blurred vision"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), depression ("psychological injuries /psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), anxiety ("anxiety/mental anguish") and migraine ("migraines / headaches"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (hysterectomy(full), salpingectomy(bilaletral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved and the loss of consciousness, extrasystoles, abdominal distension, feeling abnormal, visual impairment, vision blurred, depression, vaginal haemorrhage, anxiety and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, extrasystoles, feeling abnormal, genital haemorrhage, loss of consciousness, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection, vision blurred and visual impairment to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), loss of consciousness ('passed out') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted approximately a week after her second child was born". The patient's medical history included parity 2. Concurrent conditions included postpartum state. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion hospitalization), 2 years 4 months after insertion of essure. In (B)(6) 2015, the patient experienced extrasystoles ("heart is skipping beats"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("distended abdomen"), feeling abnormal ("she has not been feeling good"), visual impairment ("impaired eye sight"), vision blurred ("blurred vision"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psychological injuries") and vaginal infection ("vaginal infection"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage and vaginal infection had resolved and the loss of consciousness, extrasystoles, abdominal distension, feeling abnormal, visual impairment, vision blurred and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, extrasystoles, feeling abnormal, genital haemorrhage, loss of consciousness, menorrhagia, pelvic pain, psychological trauma, vaginal infection, vision blurred and visual impairment to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2013. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received- new events -"pelvic pain, abdominal pain, dysmenorrhea(cramping), menorrhagia(heavy menstrual bleeding), general abnormal bleeding, psychological injuries and vaginal infection", patient demography added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain'), loss of consciousness ('passed out') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device use issue "essure inserted approximately a week after her second child was born". The patient's medical history included parity 2, pid pelvic inflammatory disease and cesarean section. Concurrent conditions included postpartum state, cervicitis and depressive disorder. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion hospitalization), 2 years 4 months after insertion of essure. In (B)(6)r 2015, the patient experienced extrasystoles ("heart is skipping beats"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("distended abdomen"), feeling abnormal ("she has not been feeling good"), visual impairment ("impaired eye sight"), vision blurred ("blurred vision"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), depression ("psychological injuries /psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), anxiety ("anxiety/mental anguish") and migraine ("migraines / headaches"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved and the loss of consciousness, extrasystoles, abdominal distension, feeling abnormal, visual impairment, vision blurred, depression, vaginal haemorrhage, anxiety and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, dysmenorrhoea, extrasystoles, feeling abnormal, genital haemorrhage, loss of consciousness, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection, vision blurred and visual impairment to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2013. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia), depression, anxiety, mental anguish, migraines /headaches,she did not undergo essure confirmation test medical history, concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain'), loss of consciousness ('passed out') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted approximately a week after her second child was born. The patient's medical history included parity 2. Concurrent conditions included postpartum state. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion hospitalization), 2 years 4 months after insertion of essure. In (B)(6) 2015, the patient experienced extrasystoles ("heart is skipping beats"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("distended abdomen"), feeling abnormal ("she has not been feeling good"), visual impairment ("impaired eye sight"), vision blurred ("blurred vision"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psychological injuries") and vaginal infection ("vaginal infection"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (hysterectomy(full), salpingectomy(bilaletral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage and vaginal infection had resolved and the loss of consciousness, extrasystoles, abdominal distension, feeling abnormal, visual impairment, vision blurred and psychological trauma outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, extrasystoles, feeling abnormal, genital haemorrhage, loss of consciousness, menorrhagia, pelvic pain, psychological trauma, vaginal infection, vision blurred and visual impairment to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2013. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 6-nov-2019: all the information and sd from deletion case (B)(4) was transferred : reporters information , references and event: physical pain were clubbed with pelvic pain . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.